Event description:
The surgeon implanted than removed the lens due to a tear in the posterior capsule. This was done during the same surgery. A vitrectomy was performed. Lens was exchanged and patient is doing well. At this time, it is unknown if product caused the capsule tear. No further information has been forthcoming.